Event description:
It was reported that during a full supply change the user inadvertently removed the entire infusion set when pulling off the needle guard, after which the user started over and applied a new set, and replacement supplies were arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and continued therapy after education. Investigation included user interview and troubleshooting with education on correct infusion set deployment and connector attachment. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.